Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing signs of device rejection almost to the point of device extrusion. The patient underwent a revision procedure where the implantable pulse generator (ipg) was explanted. The patient was doing well post-operatively. The explanted ipg was retained by the facility and was not returned to bsc. Boston scientific subsequently received information indicating additional patient symptoms of edema, and redness, and avulsion of wound.